Event description:
It was reported that after an implant procedure, the right atrial lead was noted to be dislodged; it was confirmed on x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).